Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the pump deliver inaccurately; blood glucose level is too high but no exact reading provided. Caller also alleges pump did not deliver the boli. No adverse event reported. Requested return of the alleged device for evaluation.